Event description:
The user facility in the (B)(6) reported a small particle with the appearance of bone fragment (whitish and very hard) was seen in the patient's eye during surgery. They were unable to emulsify the particle with the phaco tip but was able to remove it without any patient impact.

Manufacturer narrative:
Per the reporter, the device was not retained and the lot number is not available. The particle has been lost, presumably disposed of as well. The investigation is ongoing.

Manufacturer narrative:
Per the reporter, the device was not retained and the lot number is not available. The particle has been lost, presumably disposed of as well. The investigation is ongoing.

Event description:
The user facility in the (B)(6) reported a small particle with the appearance of bone fragment (whitish and very hard) was seen in the patient's eye during surgery. They were unable to emulsify the particle with the phaco tip but was able to remove it without any patient impact.

Manufacturer narrative:
Unable to investigate for root cause as particle is not available for analysis. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.